Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and lumbar radiculopathy. It was reported that the patient's implant isn't working and they want the device to be removed. The patient has worsening of symptoms with leg pain. The hcp wants to do a lumbar scan. The hcp initially worked but then the last few years it had provided relief for the patient and has trouble recharging. The patient is currently getting service through the (B)(6), but doesn't have a managing scs therapy. The caller also stated that the patient is a poor (B)(6). No further complications were reported or anticipated.